Manufacturer narrative:
The unit was removed from service. No further information provided. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed and lost the ability to ventilate as expected. There was no report of patient injury.